Event description:
Fail code 810:11. Info was not provided regarding whether or not the failure occurred during a pt infusion. No report of any pt incident involving this pump since the last baxter svc event.